Event description:
It was reported that during an attempt to release a sample from a biopsy instrument, the priming trigger did not latch and the device fired, resulting in a needle stick to the technician. The technician received prophylactic antiviral treatment for five days, and follow-up monitoring will be performed.

Manufacturer narrative:
The serial number has been provided and the investigation is currently underway.